Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 315, 80, 196mg/dl. Tests were done within >10 minutes with a difference of 70%. Patient did not experience any adverse events. No further information has been reported.